Event description:
Revision surgery due to broken implant / loosening.

Manufacturer narrative:
The agent reported, revision surgery due to the glenoid baseplate had a broken screw and was loose female 77he glenoid baseplate had a broken screw and was loose. Female 77. Complaint has been evaluated and is similar to report number 1644408-2022-01447; 508-32-204, s801 - device cracked/broke, s810 - device loosening, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.